Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat highly sensitive troponin-I results generated for one patient. The sample was lower by another method and after peg treatment. The following data was provided: initial result = 150 ng/ml reference range = 0-26 ng/ml repeat result = around 150 ng/ml beckman result = normal. After peg treatment result = 1 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 72205ud01. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Device history review did not identify any nonconformances, potential nonconformances or deviations with lot 72205ud01. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 72205ud01 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation the architect stat high sensitive troponin-I reagent lot 72205ud01 is performing as intended, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for one patient. The sample was lower by another method and after peg treatment. The following data was provided: initial result = 150 ng/ml reference range = 0-26 ng/ml. Repeat result = around 150 ng/ml. Beckman result = normal. After peg treatment result = 1 no impact to patient management was reported.